Event description:
It was reported during remote followup that the right ventricular lead exhibited myopotential oversensing. Programming changes were recommended but not yet implemented. There were no patient consequences.